Manufacturer narrative:
A review of the manufacturing documentation of the device found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the device found them to be satisfactory

Event description:
A report was received that a patient underwent a lead revision procedure as the lead incision site was causing irritation. No infection was present at the time, as the patient was treated for a potential infection with antibiotics a few weeks prior. The physician revised the lead away from the irritated area. Nothing was implanted or explanted and the patient is reportedly doing well.

Event description:
A report was received that a patient underwent a lead revision procedure as the lead incision site was causing irritation. No infection was present at the time, as the patient was treated for a potential infection with antibiotics a few weeks prior. The physician revised the lead away from the irritated area. Nothing was implanted or explanted and the patient is reportedly doing well.